Manufacturer narrative:
Patient information was unavailable from the site as they had erased the information from their system. Device lot number, or serial number, not available at time of this report. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable at this time. RMA issued. Replacement solera standard driver kit shipped 10/07/2013. No parts returned to manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a procedure the surgeon noted their solera standard driver appeared stripped and was unusable. The surgeon proceeded, as planned, and completed the procedure with the use of the navigation system. There was no impact on patient outcome.